Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A failure of the device to power on was observed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank and the device was alarming. The device was not in patient use.